Event description:
It was reported that the user could not turn and lock a connector into place during a supply change, and after trying a different connector per agent guidance, the replacement connected properly and the change was completed. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy requiring medical attention and no alerts or alarms. Investigation included remote troubleshooting and user education regarding proper connector engagement. Investigation of this case revealed a single connector that failed to lock, while a second connector functioned as intended, consistent with an isolated connector compatibility or fit issue. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device interface with a potential component fit variance.